Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an esophageal vein ligation (evl) procedure performed on (B)(6) 2023. During preparation, when the packaging box of the ligation device was opened, and the components were taken out for installation, it was found that "the pulling wire was going to be broken off." The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university . Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.